Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Log shows zero cal is failing but was not allowed to warm up long enough. Recommend customer to have a trained tech to perform unit o2 gas path test and send the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had alarm 389 - no o2 dosing possible and the o2 pressure calibration is failing. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause could not be determined as no problem detected. Reported failure is not visible on logs. No dosing related alarms recorded.